Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA, alleging that her daughter¿s onetouch verio iq meter was reading inaccurately high when testing with control solution. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy issue began a month prior to her contacting lfs. The reporter alleged that her daughter obtained control solution results of ¿141 and 154 mg/dl¿ which fell above the accepted range printed on the test strip vial. It is not clear how the patient manages her diabetes, but her mother reported that her daughter takes ¿duloxetine 40 mg and tussin liquid as required¿. The reporter was unable to confirm if the patient made any changes to her normal diabetes management, but alleged that an hour after the alleged inaccurate results her daughter developed symptoms of ¿almost passed out or faint¿. The reporter stated that she treated her daughter with a glucagon injection. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the correct control solution was being used and that the correct testing process was being followed. The patient¿s test strips and control solution, had been stored correctly, and were within expiry date. The csr walked the reporter through a retest and the control solution test was in range. The products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.